Manufacturer narrative:
Hs insulin gauge/fill estimate was not verified. Occlusion undefined and cartridge alarm 5 issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that intermittent occlusions alarms occurred, intermittent minimum fills, an unexpected reset occurred, and a cartridge alarm occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 200-250 mg/dl.